Event description:
The facility reports while working alone after showering and while dressing the resident on the trolley, the stretcher mounting bolt sheared, causing the stretcher to fall off the base portion of the trolley. The caregiver grabbed the stretcher and the resident to prevent the resident from falling to the floor. During this attempt, the caregiver sustained muscle strains to her back, shoulders, arms, and hand. The resident was not injured. (B) (4).

Manufacturer narrative:
An arjo investigator examined the device and found it in good overall condition with very minor scratching to painted surfaces. Castors are in good working order, with minimal debris on the axles. The padded mattress was worn and had multiple cracks. The investigator could not adequately perform a function test due to the state of the trolley after the incident. The castors were working to specification. The stretcher mounting bolt had sheared in the hydraulic piston, and the second bolt had become elongated. The product is over 10 years old; the expected lifetime is 10 years, provided proper maintenance. The MFR concludes the root cause of the event is most likely that the bolt has come loose and been sheared off due to fatigue. The MFR recommends replacement of the entire lifter should be considered.